Event description:
Clinical study. Hundred days after a coronary artery drug eluting stenting treatment procedure the pt underwent a target vessel reintervention (tvr) to alleviate distal edge restenosis of the right coronary artery (rca). Procedure 1: the pt was enrolled in the program on the date of the first index procedure. Target lesion 1 (30 mm long) was identified in the mid lad with a 3.0 mm reference vessel diameter. Target lesion 1 was treated with pre-dilation and the placement of two overlapping taxus stents (2.5 x 24 mm and 3.0 x 28 mm). Final stenosis was 0%. Immediately post procedure the pt's angioseal failed and manual pressure was applied. The pt became hypotensive. Intravenous fluids and one unit of blood were administered. It was recommended that the pt return in 2-3 weeks for intervention of the cx and mid rca. The pt was discharged one day post index procedure 1 on asa and plavix. Procedure 2: the pt returned for a staged procedure 21 days later. Cardiac catheterization revealed 20% stenosis of the inferior branch of the om, and 70% stenosis of the proximal rca. Target lesion 2 (11 mm long) was identified in the prox rca with 70% stenosis and a 2.5 mm reference vessel diameter. Target lesion 2 was treated with the placement of a 2.5 x 24 mm taxus stent. Angiography demonstrated evidence of "what appeared to be wire artifact in the distal vessel." The wire was removed and repeat angiography demonstrated no evidence of dissection. Thrombus, or distal embolization. Final stenosis was 0%. The pt was discharged the same day on asa and plavix. One hundred days post index procedure 2 the pts was admitted for a repeat cardiac catheterization. A myocardial perfuson scan in june was consistent with distal anteroseptal and apical moderate ischemia. Ejection fraction of 82% was noted to possibly be "overestimated due to a small left ventricular cavity size." Cardiac catheterization upon readmission to the hosp revealed that the left ventriculography was normal, and the left main was free of disease. The lad had 20-30% focal restenotic lesions within the stent, and 40-50% stenosis in the ostium of the 1st diag. The cx had 20% stenosis in the proximal segment of the posterolateral branch, and the rca had 70-80% focal stenosis distal to the edge of the proximal stent. Treatment consisted of the placement of a 2.5 x 12 mm taxus stent to the rca reducing stenosis to 0%. Ejection fraction was 70%. The pt was discharged on asa and plavix one day post tvr. In the opinion of the physician there was a probable relationship between the taxus stent and the tvr. The pt presented with unstable angina and positive troponins and was referred for coronary angiography. The pt had a "small mi." Per discharge summary. Cardiac catheterization on the day of the first index procedure revealed that the left main had 10-20% distal stenosis, the cx had moderate to high grade stenosis between the 1st om and 2nd om. The lad had 99% proximal stenosis prior to the takeoff of the 1st diag, and 80% mid lad stenosis. The ramus was free of significant desease, and the mid rca had 70% stenosis and co-dominant anatomy.